Manufacturer narrative:
(B)(4). The device was not available for evaluation. This report was for a use error of the patient reconnecting an incompletely connected supply bag and continuing therapy. Use error and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm, it was found that the home patient (hp) had tightened the seal on a supply bag that was not completely connected and had leaked. The hp continued with therapy using this supply bag. The technical service representative (tsr) explained that the hp should have used new supplies to finish therapy. No patient injury or medical intervention was indicated in relation with this report. No additional information is available.